Event description:
It was reported that pump displayed malfunction alarm after pump had been exposed to x-ray, and caller did not provide information about any effect on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm happened again, and caller acknowledged these instructions.